Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 2007, inratio: 4.1, lab: 1.8 (next day). Per updated on the following month. Pt 1 - date: the same day, inratio: 2.1, lab: 1.7. Pt 2 - date: same day, inratio; 2.6, lab: 2.9. Pt 3 - date; 11/19/07, inratio; 4.5, lab: 5.2. Pt 4 - date: same day, inratio: 0.9, lab: 1.0. Pt 5 - date: same day, inratio: 1.3, lab: 1.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 4.1, lab: 1.8 (next day), mean: 3.0, confidence limits: 1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid comparison is 3 hours or less. These readings were performed a day apart. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Discrepant results (accuracy) comparison of inratio test with lab result provided by the end-user at time complaint was filed: pt 1 - date: the following month, inratio: 2.1, lab: 1.7, mean: 1.9, confidence limits: 1.3-2.7. Pt 2: date: same day, inratio: 2.6, lab: 2.9, mean: 2.75, confidence limits: 1.7-3.8. Pt 3 - date: same day, inratio: 4.5, lab: 5.2, mean: 4.85, confidence limits: 2.8-7.2. Pt 4 - date: same day, inratio: 0.9, lab: 1.0, mean: 1.0, confidence limits: 0.8-1.2. Pt 5 - date: same day, inratio: 1.3, lab: 1.2, mean: 1.25, confidence limits: 1.0-1.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 5 pts, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required.